Manufacturer narrative:
The patient has been contacted in order to obtain supportive information for further root causing. The following information has been requested: to have the dome returned for further analysis. This would confirm any defect to the dome. Supportive information (doctors report or similar) confirm an infection. Or clarifying if the prescribed medicine was a preventive action. In total 3 attempts has been made to obtain additional information from the end user. The "rubber tip" or hearing aid dome that connects to the acoustic tubing and fits in a patient's ear, can occasionally become disconnected from the hearing aid due to one of the below reasons: age of dome (dome has been used for a longer period than prescribed and hence material properties have been changed) when replaced - the customer have not correctly mounted the dome. When replaced - there have been ear wax or similar substances on the tube decreasing the forces required to remove the dome. The dome has not been fully moulded. Incorrect fit of dome size. The dome have been pushed too deep into the ear canal, passing the natural bend in the external acoustic meatus (ear canal), potentially resulting the dome to get stuck. Incorrect (or missing) training of the end user / dispenser. Use of a dome that is not compatible with the hearing aid type. A dome becoming detached will normally not result in a serious injury (infection) but can in rare occasions do so if e.g. The detached dome is not removed from the ear in a timely manner. The situation is addressed in the user guide where there is a general warning instructing the user to "consult a hearing care professional if you discover a foreign object in your ear canal, if you experience skin irritation, or if excessive ear wax accumulates with the use of the hearing instrument." The dispensing clinic has suggested that in future not to use a soft tulip dome but reverts to a hard ear mold to avoid a similar recurrence in the future. Domes are a detachable component and can in rare cases fall off. The end user did follow the guidance from the user guide (IFU), hence we can conclude that no changes to the instruction towards end user is needed. There are in total 2 case reported on domes stuck in the ear canal where the prolonged period has resulted in an infection. In total more than >1.000.000 domes is placed on the market per year. Based on these figures the likelihood to be estimated as "unlikely" which is lower than defined by internal risk management procedure ((B)(4) gen bte & ite risk analysis). Using the risk assessment code in corp procedure risk management no. (B)(4) rev j chapter 10.3.3 the final conclusion using the risk assessment codes (rac codes) concludes that we are in rac 3 class. Rac 3 means a broadly acceptable region: no risk reduction needs to be actively pursued. This is furthermore supported by policy, risk of infection in ear (0248030). Conclusion: complaint can be closed. No corrective action needed or update of user guide (IFU). Frequency of these type of event is monitored in complaint database mst.

Event description:
Dome fell in patient's ear canal. Customer wrote to resound the following email(s) in the period (B)(6): "my husband (fs) purchased a set of resound hearing aids a few months ago. He is retired military. Last week he began having a terrible earache and then became quite dizzy (almost falling down) until we were able to get to his dr. She irrigated the ear and found the little end (I think it's called a receiver) inside his ear and ready to go into his eardrum. She removed it immediately. This is a terrible design and quite dangerous. Model # is too small for us to read but we think it is ce 0297 (or 0237). Please advise if there has been a recall on these and if no, why not? " "I forgot to add that the infection caused by this is also quite painful, as you can imagine." "Our dr is (B)(6). She is located in (B)(6). I do not have the exact address right at hand but she is easily looked up. Again, I do not know what this has to do with my original question. She gave my husband the little tip in a jar as a "souvenir" should you want a picture. I'm sure she would be happy to share the report with us, but she did not give my husband anything in writing after the appointment. She ordered some medication for the infection which we are waiting to come in the mail. I am concerned that this is a dangerous design and I do not want anyone else to have this same problem. That is my reason for letting you know about this situation. Please do not turn this into anything else."